Event description:
On (B)(6) 2013, the reporter contacted animas, alleging tactile changes involving the keypad. The "ok" and "up" buttons are sticking and not responding. In addition, there is peeling of the keypad cover this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/24/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/04/2013 with the following findings: the keypad was found to be torn off on the ok button. During testing, all keypad buttons were found to be sticking/intermittently unresponsive and required multiple button presses with increased force to elicit a response. The keypad cover was removed and contamination was found on all key contacts; the up arrow, down arrow and ok key contacts were found to be inverted. Unrelated to the complaint, evaluation revealed a dim/faded and discolored display screen. A test display screen was inserted and found to function properly with no visible signs of fading or discoloration of text.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.